Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The customer notified siemens that they attempted recalibrating co2 prior to contacting siemens, and the quality controls (qcs) recovered out of ranges. Siemens reviewed instrument data and determined that qcs were within expected ranges when the samples were run. Siemens instructed the customer to inspect server 3 probes. Siemens remotely auto-aligned reagent 5 (r5) and server 3 (s3) probes, ran sodium hydroxide clean on r5 probe, primed probe pumps, homed all modules and reset the vista. Calibration for co2 passed after the troubleshooting was performed and when the customer recalibrated magnesium assay, the qc was out of range. Siemens remotely ran service method test (smt) on s3 and two tests recovered out of specifications. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 3 metering pump and gasket, s3 mixer, and s3 horizontal/vertical belts. Then, the cse ran qc which did not recover within specifications prior to the visit and the smt recovered within specifications. The cse ran qcs for all the assays on sever 3 and they recovered acceptably. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.